Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32608. Additional information received surgical intervention was undertaken during which the leads were explanted and replaced. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Date of event and therapy date are estimated. During processing of this complaint, attempts were made to obtain patient weight. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32608. It was reported that the patient has experienced ineffective therapy since implant. As a result, surgery may occur to address the issue.